Manufacturer narrative:
(B)(4).

Event description:
The complaint states signal loss was reported. Data was provided for investigation. The allegation was undetermined. The probable cause could not be determined via data.